Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number vad-60454, and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarm, and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assists system. This document also outlines the recommended anticoagulation therapy and inr range. This IFU provides information regarding how to prevent infection. The IFU and patient handbook also outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to infection. Pus was noted to be leaking from the driveline exit site. Cultures obtained from the site resulted positive for staphylococcus lugdunensis, gram positive bacilli resembling corynebacterium, gram positive bacilli, actinomyces species, peptonophilus species, mixed anaerobic and aerobic flora present. Technical service detailed to apply rescue tape at the distal end of the driveline. The patient was discharged from the hospital. No further information was reported.